Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Affiliate reported via email during an arthroscopic stabilisation, whilst tensioning the knot after passing the proknot suture, one of the limbs snapped off. The knot stayed intact, but he was concerned that the knot wouldn't hold, so surgeon put another anchor close by to make sure. Surgeon also told me that this was the 2nd permacord suture to snap this week. Delay to procedure 10 minutes, no ae to patient. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming. Additional information received via email from the affiliate on 5-5-17: the suture broke in both instances as the knot stack was being tensioned after the knot has been locked. Both had been passed using the arthrex suture lasoo 25 degrees. All were done with correct technique, ie using a knot pusher throughout.